Manufacturer narrative:
The root cause for the melted connector could not be determined as the lamp was not available for further investigation. The most likely cause was a short circuit generated by the abs halogen lamp or the pcb power module. The replacement of these parts resolved the issue. No systematic problem could be identified. The materials of the electronic components have low flammability (ul certified).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported they had an abs (absorbance) photometer error and while attempting to change the lamp, they found the abs lamp electrical connection was melted. No patients were involved in the event. No laboratory personnel were injured. The field service representative found there was a problem with the pcb (printed circuit board) abs module. He replaced the pcb abs module and the pcb lamp supply. He performed a rotor/light barrier adjustment and air/water calibration. The customer ran calibrations and qc without failure.